Event description:
Caller reported advantage system result of 179 mg/dl, doctor's system was 79 mg/dl within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement strips sent.